Event description:
The report stated that during a radio frequency ablation procedure, the pt complained that he felt very hot, but not at left thigh, and sweated a lot but he did not report any pain. Five days later, the doctor learned of a burn on pt's left thigh where an electrode pad was placed on. It was reported as a mild burn 2cm long on the inner side of left thigh.

Manufacturer narrative:
The sample is currently under evaluation. A follow-up report will be sent when the investigation is complete.